Manufacturer narrative:
Physio-control replaced the battery pins. The cause of the reported issue was determined to be worn battery pins and an old battery. The worn battery pins and old batteries can increase the resistance of the input power path. This increase in resistance can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary® record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle. The customer was advised to purchase new batteries as stryker recommends replacing batteries approximately every two years, and the battery pins were replaced to resolve the issue.

Event description:
A customer contacted physio-control to report that their device had powered off during patient use. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient record was downloaded and reviewed. The reported issue was verified. Both batteries used during the reported event were past their useful life. Stryker recommends that batteries be replaced approximately every two years. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had powered off during patient use. There were no reports of adverse effects to the patient as a result of the reported event.